Event description:
It was reported that the anchor did not remain in the fascia, retracting about 2cm, resulting in cerebral spinal fluid (csf) leak and cyst formation. A catheter access port (cap) aspiration was done as a diagnostic. A catheter revision was done as an intervention. The old anchor was cut out and a new anchor was deployed and the catheter was reconnected using a catheter revision kit. 2cm of the catheter was removed. The cause of the product issue was not determined, but the issue was resolved. The patient symptom was a seroma at the catheter track. It was noted the patient was alive with no injury. The pump was infusing prialt/ziconotide. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).

Event description:
Another surgery was performed the day before this report as a cyst formed from a continued csf leak occurred. The cyst was removed and the spinal segment of the catheter was revised to prevent further csf leak from occurring. The patient was going to be following up with the doctor.

Event description:
Additional information received reported the patient had cerebral spinal fluid (csf) leak into the anchor area. There was no infection. At the surgery, the area had formed a cyst wall and the anchor pulled up into wall 1-2 cm and was replaced. The returned paper work was partially illegible, further follow-up is being performed.